Manufacturer narrative:
Device received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. No moisture damage electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the button issue after exposed to moisture. Customer¿s blood glucose level was 228 mg/dl. Customer reported that the buttons was not responding. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis